Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event was unknown. On an unknown date, the patient began antibiotic treatment for the peritonitis with injection vancomycin (1 gm, once in 5 days) and injection fortum (1 gm, intraperitoneally, once daily). The outcome of the peritonitis event was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.